Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the right ventricular lead integrity alert, and oversensing due to non-physiologic signals/sic (sensing integrity counter). (B)(4).

Event description:
It was reported that the lead integrity alert (lia) was triggered for the right ventricular (rv) lead due to sensing integrity counter (sic). The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory ind icated the criteria for right ventricular lead integrity alert were met. If information is provided in the future, a supplemental report will be issued.